Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the oxylog stopped working during transport, displaying a message indicating an internal device error and instructing the user to contact dräger service. No adverse health effects were reported for the patient. The device has no UDI as an UDI was not required at the time the device was manufactured.